Event description:
Caller reported (B)(6) 2010 aviva system blood glucose results of 305 mg/dl and 141 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.